Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the patient (pt) just had new leads put in 2 weeks ago and the battery in their chest is dead. The patient states it got infected out of no where and they had 7 surgeries because of this and that's why they replaced the leads and left the ins in. Additional information was received from a manufacturer representative (rep). The rep reported that both of the current ins's are still implanted and working well, so it was hard to know which ins serial # is which. When asked to clarify each of the 7 surgeries that took place involving the infection, the rep responded they are unsure; about a year ago ((B)(6) 2024) was when the surgery for the infection took place. The rep was also unsure if there any external/environmental/patient factors that may have caused or contributed to the infection, possible allergy to suture. The rep noted the patient had a lot of different leads/extensions/lead covers but they recently had the 37083-40 extension removed (B)(6), and a new 977a260 lead was implanted (B)(6). The rep stated one of old leads that was infected had to be removed last (B)(6), and that lead was providing the pt therapy. They had to wait for the infection to clear before replacing the new lead. The pt was placed on antibiotics, the issue was resolved, and the patient is extremely satisfied. It was noted the lead(s) would not be returned.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3708340 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2025 product type extension; product ID neu_unknown_lead serial# unknown explanted: (B)(6) 2024 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per additional information, previously reported notified date 2025-november-18 has been updated to 2025-april-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports they first met with the patient in (B)(6) of 2025 and was made aware of the infections at that time. Rep clarified the 7 surgeries patient mentioned were unrelated because they have many unrelated health issues. In april of 2025, rep was made aware by the hcp office that pt has had infections before this too but were not spinal cord stimulator (scs) related. Rep confirmed they were not made aware of any device issues or device related infections prior to (B)(6) of 2025, at that time the hcp was hesitant to work on patient's scs because the hcp had not implanted the device, patient had many y connectors and it was off label. Rep said the doctor did the best they could and removed the infected lead. The serial number was unknown and could not be determined which ins that specific lead was associated with because of all the y connections.